Manufacturer narrative:
Correction to e1 of the initial medwatch. The information was inadvertently selected and should reflect olympus. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was not returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: we could not specify the root cause of the suggested event since the actual item was not sent to olympus, however, we presume that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the deflectable videoscope exhibited the color tone of the image was abnormal. (Image is only magenta or green). There were no reports of patient involvement.